Event description:
It was reported the device was used during an oopherectomy. It was reported the instrument did not fire. Another instrument to successsfully complete the case. No other details were provided. There was no consequence to the pt.